Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated he had experienced syncopal events and stated this device was not working. Additionally, the patient stated he presented to his clinic and programming was adjusted and he was informed this would affect the device battery. The patient carries a hearing aid in his pocket and feels this has contributed to the issues he has been experiencing. A boston scientific technical services consultant discussed with the patient that the hearing aid/bluetooth is just a receiver and would not likely cause early battery depletion. The consultant communicated to the patient that battery longevity is affected by high pacing outputs, impedance measurements and pacing rates. A boston scientific sales representative confirmed there were elevated threshold measurements on the right ventricular (rv) channel and that the device outputs were increased for appropriate safety margins. Two separate revision procedures were scheduled; however, the patient decided not to have the procedures. No additional adverse patient effects were reported.